Event description:
It was reported that partial deployment occurred. A 9x40x120 epic vascular stent was selected for angiogram. However, during the course of the procedure, it was noted that the stent was partially deployed. The procedure was successfully completed, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination found the stent of the device to be partially exposed on the delivery system. A visual and tactile inspection found the sheath of the device to be severely kinked and damaged at more than one location. The sheath damage has contributed to the exposure of the stent. A visual and tactile examination identified no issues with the tip and handle of the device. The safety clip is in place on the rack suggesting that deployment of the stent was not attempted. This concludes the product analysis.

Event description:
It was reported that partial deployment occurred. A 9x40x120 epic vascular stent was selected for angiogram. However, during the course of the procedure, it was noted that the stent was partially deployed. The procedure was successfully completed, and no patient complications were reported.